Event description:
The pt contacted lifescan alleging that their fast take meter would not power on for the last month. The medical affairs specilist (mas) attempted to reach the pt by phone: there was no answering machine to leave a message. The mas sent a letter to the pt. The pt went to the ER because pt had not been feeling well and was experiencing frequent urination and aching arms and legs. A result of 289 mg/dl was obtained on the ER meter. Pt was given glucotrol oral medication for their elevated blood glucose level. No info was provided regarding whether the pt usually took medication for diabetes or if pt would have taken action had pt been able to obtain a result on the reported meter. There is insufficient info to indicate that the meter contributed to the pt experiencing injury. Pt was given oral diabetes medication in the ER rather than insulin, indicating that their condition did not require immediate, emergent medical intervention. The ccr walked the pt through pressing the power button and the meter did not power on. The meter and test strips were replaced.